Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported resulting in a disconnection between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection resulting in a disconnection between the supply line of the homechoice cassette and the supply bag that led to this alarm. No damage or leak was noted on the disposables. Renal therapy services (rts) had the patient disconnect using aseptic technique and remove the cassette. The patient would start over with all new supplies. Proper procedures per the user manual was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.